Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that on (B)(6) 2010, the pt experienced a decrease in his therapeutic effect. The medication being delivered via the device system was baclofen. The pt felt "very tight"; the tightness began "about six weeks ago". The health care professional reprogrammed the pump; "increased 10%". This did not alleviate the tightness. The pt has had "multiple catheter revisions and multiple issues with catheters in the past." On (B)(6) 2010, a MFR's rep reported that the pt had "a daily dose of 309 mcg per day, and I believe his concentration was 2000 mcg." The reporter indicated that the pt had efficacy, but "it is not like it used to be"; "his legs are tight." The pt did not have any withdrawal symptoms. Following pump replacement earlier this year, "he was extremely loose at 350 mcg." It was thought that the looseness may have been a result of the anesthesia. The hcp intended to continue increasing the dosage. On (B)(6) 2010, the pump was refilled at which time the dose was increased from "245 to 400". The pt continued to experience "increased stiffness" and increased baseline spasticity. Again, on (B)(6) 2010, the hcp increased the dose from "285 to 500" which was his fourth dosage increase, per this reporter. An x-ray was taken; results not reported. Per the initial reporter, "I had the baclofen pump for 9 years now but I have always had a problem with the catheter kinking or splitting. This had happened 14 times over the years. Right now my catheter has a problem, the dr has increased the pump from 285 mcg to 500 mcg a day over the past six weeks and I have been getting tighter and tighter." Add'l info has been requested. A f/u report will be sent if add'l info becomes available. Please refer to MFR's report #s for previously reported catheter issues: 6000030200600187; 2182207200803937 and 3007566237201002353.